Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in the heavily calcified left common femoral artery was attempted with a proglide device, using the pre-close technique, via an 8f sheath prior to iliac stenting interventional procedure. Reportedly, no suture was present when the proglide plunger was removed. The foot was closed, but the proglide device could not be removed. When the device was removed the sheath was still in the patient. Manual arterial compression was applied to achieve hemostasis. The patient was taken to surgery and the sheath was snared using an access in the right common femoral artery. The iliac stenting procedure was not performed. There was a clinically significant delay in the procedure of over an hour due to the surgical removal of the proglide sheath. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: date of birth. Evaluation summary: analysis was performed on the returned device. The reported sheath/ guide detachment and needle to cuff miss were confirmed. The reported difficult to remove is confirmed based on the returned device condition. The reported difficulties appear to be related to user technique and/or an interaction with patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed and the returned device analysis, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent tot the previous medwatch report filed, sus voluntary event report number mw5067455 was received, stating: "attempted carotid stenting: intention to perform carotid stenting with flow stagnation. Attempted pre-closure of the left common femoral artery across site using the proglide device. After the sutures had been deployed, the device became entrapped. Attempts to advance or remove device with footplate unsuccessful. Traction applied to exterior part of device, which came apart with a portion being retained. Manual pressure applied for bleeding. The terminal portion of the proglide device was captured and retrieved via the sheath in the right groin. No pulses in left foot. Pt taken for emergent surgery/embolectomy."